Event description:
It was reported that during service of the ventilator, the ventilator constantly reset with an audible alarm when powered on. The reported problem did not occur while connected to a patient.